Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass while being applied from mouth to stomach, the anvil had a piece of plastic inside stopping the anvil from mating with the stapler. The oral anvil had to be removed from the stomach and esophagus; however, while the anesthesiologist pulled the strings of the device, it got stuck on the gastroesophageal junction. The issue was resolved when a gastrointestinal doctor and another surgeon were called into the room to scope the patient and the device was released and removed. A new oral anvil with the same stapler was used to complete the procedure. The surgical time was extended for more than 30 minutes.